Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). Event 1: one (1) 20 ga. Closed tip echogenic catheter attached to a catheter connector was returned in connection with this complaint. The reported issue was confirmed. Although, the returned sample had a knotted end on the closed tip catheter, based on our evaluation we couldn't determine a root cause or conclusion for the incident. We recommend for kits containing catheters, do not withdraw catheters through the needles due to possible danger of shearing or kinking. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 1: customer reports two incidents where interscalene catheters formed knots during placement. Both patients required surgical extraction due to inability to remove the catheter. Both catheters were stuck in the middle scalene muscle.